Event description:
It was reported that "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Only the et tube was returned. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there was a large hole in the tracheal balloon cuff. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air. First, the syringe was connected to the bronchial (blue) pilot balloon. Using hand pressure, air was injected through the valve. Up-on injection of air, the balloon cuff and pilot balloon were able to properly inflate. The syringe was reconnected to the bronchial inflation line and the cuffs were able to properly deflate as well. The tracheal (white) balloon cuff was not tested due to the large hole in the balloon cuff which would pre-vent proper inflation. No other defects or anomalies were observed. Device history record investigation did not show issues related to complaint. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that" (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. ".